Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. There is unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown purple colored residue next to the ui keypad on the top enclosure. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the entrance of the iso port. Interior investigation: there is a yellowish-brown residue visible on the bottom enclosure. Unknown fibers and particles are present at the iso port. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There is a keratin-like substance visible around the blower box housing outlet. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. 0 errors, 0 blower and 0 therapy hours, suggesting that the device was reset prior to pil receipt. 3505.2 machine hours were logged. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed in ER 2243857 (v.01). The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Manufacturer is unable to directly address the symptoms outlined in the complaint. Manufacturer can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Manufacturer can confirm the presence of contamination in the airpath.